Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had failed battery power loss alarm. The customer¿s blood glucose level was unknown. Customer stated that they had changed the battery 3 times failed battery, low battery, low battery, failed battery, power loss. Customer stated that they received frequent battery failed alarms. The customer was advised to complete reservoir and tubing process. The customer was advised xmtr and/or glucometer will have to be wirelessly connected to pump due to restart. The insulin pump will not be returned for analysis.